Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section d10, concomitant, medical products: emeraldc cartridge. Ophthalmic viscosurgical device (ovd), balanced salt solution (bss). Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the back haptic on the johnson and johnson (jnj) intraocular lens (iol) was kinked. The iol contacted the patient¿s eye but was not used. Reportedly, the emeraldc cartridge was used. The procedure was completed with a similar iol from johnson and johnson. There were no complications such as an incision enlargement or vitrectomy. Additionally, both the ophthalmic viscosurgical device (ovd) and balanced salt solution (bss) were allowed to acclimatize to room temperature. After the inserter was prepared there were no delays in the surgery before an attempt was made to advance the lens. No further information was provided.